Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Study: boston scientific corporation endoscopy post market surveillance data collection. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific that one advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6)2021. On (B)(6)2021, the patient was presented to the emergency room with abdominal pain. The patient was admitted. During the admission, the patient underwent a CT scan where a biloma in the bile duct system was found. Intervention was not performed due to the location of the fluid. On (B)(6)2021, the patient was discharged with medication of zosyn and with presumed spontaneous bacterial peritonitis (sbp). The reported spontaneous bacterial peritonitis (sbp) is not related to the stent. The advanix biliary stent remained implanted.